Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated and data was unable to be sent. Technical services (ts) was consulted and discussed that the patients device was supported by a consult and recommended which wand to interrogate with. Ts noted that the patient claimed to have previously had an infection and replaced the pacemaker, and upon review of the most recent chest x ray, no device was found. Ts contacted the local field representative and discovered the system had been explanted. No additional adverse patient effects were reported. This pacemaker is no longer in service.